Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: was device stuck on tissue? Yes. Was user ever able to open device off of tissue? No. How did user open device off of tissue? Both sides of jaws were cut. Was there any change to procedure or post-op patient care? No. The patient¿s tissue was not damaged. This incident occurred at 13th or 14th firing. There was no unexpected resistance while firing. Also, there was no unexpected noise.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was device stuck on tissue? Was user ever able to open device off of tissue? How did user open device off of tissue? Was there any change to procedure or post-op patient care?

Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws did not open after firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml device found that it was received in good visual condition with excessive dried body fluids; in addition, the indicator was found to be overtraveled. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However the jaws remained closed in each actuation and it had to be manually assisted in order to open the jaws and no difficulties were noted. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft assembly. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw, which have caused the clip gap condition found. The issue found (gap clip) on the device is not related with the reported it scissored clip issue. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.